Event description:
Pumps went into service in february of this year and soon after began failing with battery errors. Biomed reports there were no error codes that came up on the pump itself. The battery code showed they were 1 year 6 months old at the time the pumps were put into service (indicating that there were old batteries on new pumps). There have been 69 repairs of 169 delivered pumps of this model as of the end of august of this year.the manufacturer recommended keeping the pumps plugged in - including while in storage. Biomed believes the battery is undersized to power both the pump and the wireless unit.